Event description:
Philips received a report on a case of a potential misdiagnosis whilst using the ingenia ambition x mr system.

Manufacturer narrative:
The customer was contacted in order for us to analyze the images of the examination in question. However, it was reported to us that the patient did not provide consent for the anonymized images to be provided to philips. Therefore no analysis was possible from our side. The customer however provided additional information on the event. The reported incident was not exactly as originally described in the complaint filed with philips. It was a missed diagnosis not related to a cancerous lesion, but rather a small anomaly that was picked up on a another mr system. Upon reassessment of the philips ambition 1.5t images of the patient, this anomaly was also visible on these images. Therefore the complaint was unfounded. H3 other text : no consent to evaluate the images.